Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms during bolus delivery. Contact stated that customer has experienced elevated blood glucose (bg) levels reaching over 240 mg/dl, and large ketones. Customer stabilized bg levels with boluses and insulin pens. Troubleshooting was unable to be performed as the reported issues were not occurring at the time of the call.